Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
The device was later explanted and was replaced with another boston scientific ICD. The explanted device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited a charge time of 30 seconds with a monitoring voltage of 2.55v. The field representative noted that the patient was pacemaker dependent.

Manufacturer narrative:
Technical services discussed end of life (eol) therapy availability and recommended device replacement. The device was included in the mid-life display of replacement indicators advisory. Available information indicates the device remains implanted. This report will be updated when additional information is received.